Event description:
During an attempted implantation of the subject lead, difficulties to insert associated stylets were observed in the "last 2-3 cm". Another lead was implanted instead.

Manufacturer narrative:
(B) (4). Conclusions: the laboratory analysis confirms the stylet blockage as witnessed by the user; stylet blockage is out of spec, but it is not attributed to any mfg defect. The blockage was caused by a blood clot within the coil of the lead. Blood entered the lead via the stylets used during the implantation attempt. All available evidence indicates that the reported behavior is related to the technique of the user.